Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator showed replace generator message. Device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The report that the ipg displayed the eri message ¿replace generator soon¿ was confirmed. It was determined the device declared elective replacement indication (eri) and end of life (eol) after device was explanted. The cause of the reported observation was due to the device having normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.